Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up arrow and down arrow keypad buttons have been intermittently unresponsive for about a month. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the rubber keypad is intact with no damage but the keypad symbols were worn. The contrast button was found to be intermittently unresponsive and the other buttons responded appropriately. Evaluation revealed that there was contamination observed under all key contacts except for the ok button. The pump powers on and displays verify screen which was faded and reddish. The display lens was also found to be scratched.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.